Event description:
Oversensing on the ventricular channel was reported. The patient was hospitalized and the lead is still implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of july 2024 and 13th of august 2024 recorded an initial stable shock impedance of 65 ohms with a sudden increase to >150 ohms on august 12. The analysis of the provided iegm episodes can confirm the clinical observation of artifacts on the far-field channel. The provided x-ray images were analyzed. They show the leads with several windings in the pocket area and one lead with a kinked lead body in the vein entrance area. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.